Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated she has had soreness and redness in the areas where she inserts her cannula and that her site begins to itch on the second day of use. She stated she has overused her abdomen and she can see small scars on her skin. She stated that insulin was "oozing" from the cannula when she removed in from her body. She stated that her blood glucose was elevated to 312 mg/dl and her normal blood glucose range is around 120 mg/dl. She stated she gave herself an insulin injection to lower her blood glucose. She stated that sometimes she forgets to bolus and she is having health issues related to her foot. The patient stated that she does not eat properly and her "blood sugar is always way up and down." She stated that the introducer needle of the last infusion set she used was bent before she inserted it into her body. At the time of the report, the patient's blood glucose was normal. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.